Event description:
(B)(4). Device was provided by insurer. Chronic pelvic pain, cramping and discomfort. Pulsing/fluttering in pelvic area. Skin rashes (legs), hair loss, severe abdominal bloating, severe fatigue, and joint pain (thigh - hip joint).